Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 4.11 mg/day), bupivacaine (12 mg/ml at 4.932 mg/day), and sufenta (70 mcg/ml at 28.77 mcg/day) via an implanted pump. On (B)(6) 2020 the patient¿s pump was being replaced due to normal eri (elective replacement indicator) no changes were made to the existing catheter during the procedure. During the programming of the new pump, it was found that the catheter information in the notes section did not add up. It was then reported that the patient¿s original catheter was revised on (B)(6) 2014. During the catheter revision procedure in (B)(6) 2014, they removed a section of the original catheter and added another segment. The notes added from that revision state, ¿trimmed 13 cm, added 26 cm, for a total of 16 cm added", but that math does not add up. The hcp had no additional information regarding that event as the hcp did not have the previous medical records to reference during the current procedure. It was discussed using the catheter volume that was previously programmed with the old pump and investigating the information in the notes section once the old medical records were available. During the current pump replacement procedure, they did successfully aspirate the cap (catheter access port), so the plan was to program a full system prime with the new pump. No patient symptoms /complications were reported. No further complications were reported/anticipated.